Event description:
The gamma nail broke 4 months after implantation. The pt had a revision. The surgeon implanted a long gamma nail.

Manufacturer narrative:
Device not received no evaluation will be performed.